Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 800 mg/dl. Customer stated that she was trained within 45 minutes. Customer was not familiar with insulin pump and had issues during the night. Customer experienced lows and highs. Diagnosed diabetic ketoacidosis. Hospital treated with IV fluids, insulin drip, long and short acting insulin. Nothing further reported.